Event description:
It was reported that the patient had bumped their head on the hood of a car, which had caused an open circuit. It was noted that a fractured lead was visualized via an x-ray. It was further noted that this had occurred five years prior to this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).